Manufacturer narrative:
A philips authorized repair facility technician (rft) preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker. The device passed all functional testing. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
During evaluation at philips bench repair, it was identified that the device had no audio. The device was not in clinical use; no adverse event or harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.